Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The compressor was defective, there was no problem with the ventilator.if compressor stops, unit automatically switches to other gas. Hence, there was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.